Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "passed out" after exerting themselves. It was also reported the implantable pulse generator (ipg) was not set optimally and after the event rate response feature was turned on. The patient also noted they have "little arrythmias". The device remains in use. No patient complications have been reported as a result of this event.